Manufacturer narrative:
Based on new information, e1, e3 has been corrected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a male consumer via website on 01apr2020, it was stated that on an unspecified date in (B)(6) 2019 customer had a ruptured lens in the right eye, leaving part of it in the eye before a major infection has developed that led to a large scar on the cornea. On 15jun2020 follow up information states that consumer experienced eye redness as well. Additional information received on 07jul2020 from eye care professional (ecp) states that a lens was torn in the eye of the consumer resulting in red eye, vision loss and infection. Consumer visited a physician and chloramphenicol ointment was prescribed. One week later, consumer consulted an ophthalmologist who diagnosed a part of the lens in the eye has caused a central abrasion. The infection and the abrasion recovered leaving a central scar. Upon assessment of visual acuity it was noted that historically it was 1.3 and after the incidence it is 0.65. On 27jul2020, ecp confirmed that there are two suspect lots pertaining to this event. No medical intervention is required. Symptoms resolution status is unknown. Further information has been requested.